Manufacturer narrative:
Failure analysis noted that the pump had a button error alarm and no button response due to corroded keypad traces. There was no moisture damage on the electronics. The pump had cracked battery tube threads and scratched display window. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was 104 mg/dl. The customer stated that he was at the game and it was raining. He was able to clear the alarm and he got the pump to work but now it was not working again. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.